Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Upon follow up it was reported: yesterday I found a package of bd plastipak 50 ml with a different lot (2402029) and I tested two of them in the same way as described in a previous mail. I found discrepancy in them as well, as described with the ones already reported. Yesterday I found a package of bd plastipak 50 ml with a different lot (2402029) and I tested two of them in the same way as described in a previous mail. I found discrepancy in them as well, as described with the ones already reported. The actions we have taken is to draw up the drug and additive liquid (nacl) in smaller syringes and add to the 50ml before adminstration to ensure the right amount is administered. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? = no. - please confirm the number of products affected. = no. - has there been any healthcare worker¿s exposure to blood or bodily fluids? = no. - have any other actions been taken? = no.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three samples were returned to our quality team for investigation. Upon visual inspection, no issues related to the scale were observed. A device history review was performed for lot 2402029, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. According to iso 7886-1 section 9, the tolerance for the scale for a 50ml syringe at nominal capacity is 48-52 ml. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non-pass gauge. The returned samples were evaluated using the same method and were found to be within the required tolerance, no issues related to the volume was identified. Retained samples of the reported lot were used for additional evaluation. All product was inspected and verified to meet required specifications, no issues with the scale were identified. Based on the sample evaluation and our quality team's investigation, we cannot identify a failure or root cause related to our product or manufacturing process at this time. Complaints received for this device and reported will be monitored by our quality team for signs of emerging trends